Event description:
It was reported that the patient continued to experience incontinence using over 4 pads per day due to a mechanical issue with the artificial urinary sphincter implant. The incontinence recurred following 2 abdominal surgeries. The physician was able to induce a fluid shift following pump activation. The patient was expected to undergo a replacement surgery. No additional patient complications were reported.